Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. A review of the lot batch record and testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global specifications. The consumer reported he experienced burning, redness and irritation. The doctor reported chemical exposure in the left eye and prescribed lotemax gel. The eye care practitioner indicated that the condition resolved. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the toxnet description of a temporary injury associated with hydrogen peroxide exposure.

Event description:
A consumer experienced burning, redness and irritation after use of the product. The doctor confirmed patient was seen for chemical exposure in his left eye. The patient was treated with lotemax gel. The eye care practitioner indicated the condition was resolved. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.